Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the vapr vue wireless footswitch reusable does not link to the vapr generator was confirmed. It was found that the footswitch was corroded and that the mode button was broken. The device was deemed non-repairable and will be placed into long term hold. Fluid ingress into the device is the root cause of the corrosion. Also user mishandling of the device is the most probable root cause of the broken mode switch. The broken mode switch and corrosion would have caused the foot switch to not pair with the generator. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the vapr vue wireless footswitch device did not link to the vapr generator device. During in-house engineering evaluation, it was determined that the mode button on the device was broken. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.